Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: did the event occur during one or multiple patient procedures? [Ans: multiple] what is the total number of procedures? [Ans: 2 include this event] have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). [Ans: yes, pc-001190062] was more than half the needle retained in the patient? [Ans: no] where is the needle retained; in what structure? [Ans: abdominal cavity] are there plans to remove the retained needle piece? [Ans: yes, they were searching the needle pieces during the procedure in order to remove them] investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one packet of product code w8770 was returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needle was intact and no damage, or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, to needle by resistance and met the requirements. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Event description:
It was reported a patient underwent a mastectomy on an unknown date in 2022 and suture was used. During use, there were broken parts in the tip of the suture needle when stitching. No adverse patient consequences. Additional information has been requested.